Event description:
This report is for unknown screws.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that during hand surgery on an unknown date in (B)(6) 2023, the va hand 1.5mm screws didn¿t go into the locking hole properly. The screw needed to be replaced with another one. It was reported that this sometimes happens 3-4 times per plate, and has happened additional times in the past. This report involves one 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 10mm. This is report 1 of 1 for (B)(4). This complaint is related to (B)(4), which reports surgery in (B)(6) 2023. This report captures the allegation that the issue had happened additional times in the past.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D2b: additional device product codes: hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.